Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction mentioned on b5 was found during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from switch 1. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope was insufficiently or incorrectly reprocessed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.